Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of scoliosis and deep vein thrombosis. The filter was deployed via the patient's right common femoral vein. There was curving of the inferior vena cava (ivc) due to the patient's scoliosis. The device was placed below the renal vein in a good position. There were no complications. The results of computed tomography (CT) scans done approximately seventeen years and nine months after the index procedure indicate that the superior portion extends beyond the level of the renal vasculature. It was noted that the filter is tortuous secondary to the spinal curvature. The apex of the filter appeared to contact the "left lateral wall of the ivc rather than positioned in the center of the lumen which would likely be impossible given the tortuosity of the vessel." Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and worry. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes scoliosis and deep vein thrombosis. The filter was deployed via the patient's right common femoral vein. There was curving of the inferior vena cava (ivc) due to the patient's scoliosis. The device was placed below the renal vein in a good position. There were no complications. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and perforation of the filter struts outside of the inferior vena cava (ivc). A CT scan done approximately seventeen years and nine months after the index procedure indicate that the superior portion extends beyond the level of the renal vasculature. It was noted that the filter is tortuous secondary to the spinal curvature. The apex of the filter appeared to contact the "left lateral wall of the ivc rather than positioned in the center of the lumen which would likely be impossible given the tortuosity of the vessel." Per the patient profile form (ppf), the patient reports tilting of the filter and worry. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and perforation of the filter struts outside of the inferior vena cava (ivc). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported an ivc perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted and perforation of the filter struts outside of the inferior vena cava (ivc). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.